Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 702383; medical device expiration date: 2022-02-28 ; device manufacture date: 2017-01-23; medical device lot #: 6028536; medical device expiration date: 2021-03-31; device manufacture date: 2016-01-28; medical device lot #: 5239642; medical device expiration date: 2020-10-31 device manufacture date: 2015-08-27. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with needle breaking. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with needle breaking. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with needle breaking. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed on each reported batch with zero defects found. No quality notifications were written for these batches, nor for the associated assembly batches. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle broken with lot #7023803 regarding item #305109. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle broken with lot #6028536 regarding item #305109. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of needle broken with lot #5239642 regarding item #305109. Related complaints: 000147638a, 146893 qn review: no notifications were written for these batches, nor for the associated assembly batches. DHR review: batch 6028536: assembly batch 6007893 had 84 visual inspections performed on 4,350 parts with zero defects noted. Batch 5239642: assembly batch 5149541 had 60 visual inspections performed on 3,150 parts with zero defects noted. Assembly batch 5211675 had 55 visual inspections performed on 2,900 parts with zero defects noted. Batch 7023803: assembly batch 6363936 had 52 visual inspections performed on 2,750 parts with zero defects noted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.